Event description:
The point of care coordinator called lifescan and alleged the surestep flexx had a power issue and through troubleshooting with the customer care representative it was noted the power button was broken. The patient was in the hospital emergency room, being treated at the time for other health issues. The patient was tested with an alternate method. There is indication the product malfunctioned due to the power issue, however the patient was receiving treatment at the time in the hospital, therefore this is not reported as an adverse event.